Event description:
It was reported that during a realize adjustable band implant procedure, when the surgeon was placing the port, it would not lock. When attempting to remove the port , the strain relief came off and could not be reattached. A new port was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). The injection port and the locking connector was returned without the strain relief. The velocity port was returned in unlocked position, with hooks retracted. The locking connector was returned separately from the port with no damage. Bloodstains were observed on the port and the locking connector. Functional test and mechanical test was performed and the returned device was fully functional. Complaint of strain relief was not confirmed as it was not returned.